Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead was reprogrammed and the polarity was rep rogrammed. Since the programming changes the patient has been experiencing a headache and palpitations. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.